Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) error temp 119, after leak test. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated field: h6 (component code, investigation findings, investigation conclusion, type of investigation). A getinge field service engineer (fse) isolated failure to front end pcb. Replaced front end pcb (0670-00-0668). Performed functional check and safety test then returned unit to clinical service.